Event description:
It was reported that during lens implant, the haptic tore through the capsular bag. The lens was removed intraoperatively and a vitrectomy was performed. The patient developed choroidal hemorrhaging. The surgeon decided to leave the eye aphakic and the patient was referred to retina specialist for further evaluation. The patient's current prognosis and treatment include wearing aphakic contact lens +12.00 proclear with over refraction of +2.00 to 20/25. This event refers to the patient's left eye. Reference MDR # 2031924-2013-00010 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.